Manufacturer narrative:
(B)(4)

Event description:
Update (B)(4) 2017: pfs and medical records received. Pfs alleges tissue damage including muscle and bone loss caused by metallosis, alval and decreased mobility. After review of medical records, there is no new information. There is no report of revision.this complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 3, 2017: litigation received. Litigation alleges very serious bodily injuries and substantial pain. There is no revision reported at this time. This complaint was updated on: jul 06, 2017.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.